Event description:
This is filed to report serious injuries. This research article was a meta-analysis study designed to evaluate the safety and effectiveness of the pascal system compared to the mitraclip system in patients with significant symptomatic degenerative mitral regurgitation (dmr). Complications identified in the study included: patient deaths, severe bleeding, mitral stenosis, mesenteric ischemia, device entrapment, leaflet perforation and surgical intervention. In conclusion, the excellent safety and effectiveness outcomes in both treatment groups are indicative of the tremendous improvements in contemporary mitral valve transcatheter edge-to-edge repair technology as well as operator skill and experience and will expand treatment options for patients. Details are listed in the attached article titled, "randomized comparison of transcatheter edge-to-edge repair for degenerative mitral regurgitation in prohibitive surgical risk patients". No additional information was provided.

Manufacturer narrative:
The investigation was unable to determine a cause for the reported hemorrhage and tissue injury. Hemorrhage and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Date of event: dates estimated. The additional patient deaths reported in the article are captured under a separate medwatch report number. Attachment: article titled, randomized comparison of transcatheter edge-to-edge repair for degenerative mitral regurgitation in prohibitive surgical risk patients.